Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that rv lead pacing failure occurred when the rv lead dislodged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the two low-voltage leads dislodged one day post implant procedure. It was noted that during procedure spontaneous respiration disappeared and renal failure become complicate. Since the autopsy was not performed, cardiac failure and respiratory failure were suspected to be the cause of death. Per the attending physician, the implant procedure of the two low-voltage leads was not relevant to patient death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that only the right ventricular (rv) lead had dislodged. The right atrial (ra) lead was pulled considerably and it was caught in the atrium.